Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review could not be performed, as the lot number associated with the reported product is not available. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight is unknown. Brand name is unknown. Device code is unknown. Catalog number and lot number were not provided. Implant date was not provided. Device manufacture date is unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient had peri-implantitis with a loss of integration, bone loss, inflammation and implant mobility at implant site. Patient will return for a new implant. Tooth #19.